Event description:
The issue with the camera was noticed before the procedure started.

Manufacturer narrative:
This supplemental report is being submitted to provide customer response and updates.

Manufacturer narrative:
Device was received and evaluated. Evaluation determined that the reported failure was confirmed. The device was found with severe kinks on the cable and a faulty charge coupled device (ccd) causing no image. The identified parts were replaced and device was repaired. Once completed, the device was tested and passed all required testing and specifications. Based on evaluation findings the reported failure was confirmed. The issue was due to faulty ccd unit attributed to electronic component failure.

Event description:
It was reported that during an unspecified procedure the device was found with no image. There were no further details provided regarding the event. No user or patient harm reported.

Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR) and investigation conclusion. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Root cause could not be identified. The device shipping record was reviewed and found no abnormality in the device. Based on investigation results and reported information, it was concluded that the reported issue of damage to the camera head was caused by improper handling by the user. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: do not give a shock to the camera head, it may be damaged. Olympus will continue to monitor complaints for this device.